Manufacturer narrative:
(B)(4). The complaint heater head will not be returning to fisher & paykel healthcare for evaluation. We are currently requesting additional information from the hospital and will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Correction: the initial report from the customer reported that the complaint device was an iw930jeu cosycot infant warmer. According to fisher & paykel healthcare manufacturing records the serial number (B)(4) is an iw910jeu baby control mobile infant warmer. The model number and catalogue number have been updated. The complaint device was not returned to fisher & paykel healthcare for investigation. We have contacted the hospital to obtain additional information and photographs of the complaint device, however, no response was received. Our investigation is based on our knowledge of the product. We were unable to confirm and determine the root cause of the reported damage to the warmer head as it was not returned to us for investigation. However, it is likely that the reported cracking on the warmer head assembly is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the polycarbonate & acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides,hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The iw910jeu baby control mobile infant warmer was repaired by the customer and was returned to service after passing the required electrical safety and performance tests.

Event description:
A healthcare facility in (B)(6) reported that the iw910jeu baby control mobile infant warmer had a cracked warmer head. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that the iw930 cosycot infant warmer had a cracked warmer head. No patient consequence was reported.